Event description:
It was reported that the two of foley catheter balloon would not deflate. Nurse placing the foleys was priming the balloon prior to insertion so the faulty items did not make it into a patient. Nurse prefilled the balloon with 5 ml to test it, and it would not deflate. They got another tray and had the same issue. Finally, with the third tray, the balloon deflated properly. They was not able to get it to deflate initially either and pushed the syringe into the port really hard to the point that the orange ring popped off, and then it finally deflated.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.